Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer successfully resumed insulin deliveries without the need to perform any supply changes. Reportedly, the pump supplies had been in use for more than 3 days. Blood glucose level was below 240mg/dl. Tandem technical support educated the customer in possible causes of occlusions (infusion set site selection) and using pump supplies per labeling.